Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat grade 2 endometrial adenocarcinoma, stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a total laparoscopic hysterectomy- bilateral salpingo-oophorectomy with complete bilateral pelvic and periaortic lymph node dissections and cystoscopy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh/bso with complete bilateral pelvic and periaoric lymph node dissection with da vinci robot posterior colprrhaphy with mesh graft; due to sui, uretovaginal prolapse, cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04392. The same patient is represented in each medwatch.